Event description:
It was reported that an ilet user experienced a low glucose alert and attempted to stop insulin after announcing a meal as a corrective action following a dinner of salad, sweet potatoes, and rice. The blood glucose was 61 mg/dl by cgm and 75 mg/dl by fingerstick, oral glucose tablets were taken, and the pump had been briefly disconnected, which was addressed with user education regarding proper procedure and the user interface. Symptoms included hypoglycemia with blurry vision. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or caregiver. Investigation of this case revealed no device malfunction, and a usage problem was identified related to improper or incorrect procedure, including use of meal announcements as a correction and pump disconnection, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.